Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 19.3 mmol/l (347.4 mg/dl) while wearing the pod between 36 and 48 hours. Upon realization of high bgs, the pod was removed. The patient reported that the cannula was bent and being unsure if it was properly seated in the infusion site. As treatment, a new pod was applied.